Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the reported problems. The power supply voltage was checked and the power cord connections were tightened. The system was tested and operates as intended.

Event description:
The customer reported that while in magnification mode, the 9800 system collimated all the way down. The customer also reported that the unit would spark while unplugging it. No patient injury was reported.